Event description:
It was reported that during a robotic prostatectomy procedure, the devices were having seal leakage with and without instruments inserted. They replaced both devices and still had the same leaking issues as described above. They normally use three tanks of co2 and had used four tanks to this point when they decided to convert to open due to little progress into the case, but the decision to convert to open was not due to the trocars leaking, since they had only performed five or six robotic cases and were struggling with progress. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.